Manufacturer narrative:
(B)(4). The patient works at the hospital. The patient passed out during an examination and received treatment due to low bg's. The patient alleges the insulin pump is over delivering. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0861 inches. No over delivery anomaly noted. There was no boluses programmed on the event date (B)(6) 2021. Please see below for the daily total of bolus insulin delivered on (B)(6) 2021 in the pump history file. Daily total collection start time: (B)(6) 2021 00:00:00.000 daily total of bolus insulin delivered: 0 (0 u) the following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. No over delivery anomaly noted. Unable to confirm alleged low bg's.

Event description:
Customer reported via phone call that they had a very low blood glucose of unknown value due to which the customer passed out. Customer had a blood glucose value of 390 mg/dl which dropped to 90 mg/dl but then became very low. Customer treated for low blood glucose with food and glucose tablets. Customer was showing symptoms of low blood glucose such as mental confusion and weakness. Customer alleged that the insulin pump was over delivering as it over delivered about 50 units at the time of the low blood glucose event. Customer has stopped using the insulin pump and switched to manual shots. Insulin pump was returned for analysis.